Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that had an unresponsive touch screen. An astral support representative went through the troubleshooting steps and requested the customer perform a safety reset. Resmed recommended the device be returned for evaluation. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touch screen. There was no patient injury reported as a result of this incident.